Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue and debris on lens. Visual inspection found no visible damage to the lens. There was residue and debris on lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -13.50 diopter, within the same surgery due to the lens was implanted upside down in the patient's right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved.